Event description:
New information received notes that the ICD was explanted and replaced due to long charge time. The patients status was stable after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the clinic received an remote transmission noting the charge time limit had been reached on the device. A manual capacitor maintenance was performed and the charge time was normal. Remote monitoring will continue. No adverse consequences were reported.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.